Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl, bupivacaine, and baclofen via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and there were no magnets near the pump. The hcp believed the motor stall occurred on (B)(6) 2018 but was not sure and did not have the event logs available at the time of the report. The pump logs indicated a motor stall and recovery. The stall was 15 minutes long. The patient had intermittent nausea, but the patient wasn¿t sure if it was related to the flu or not. No further complications have been reported as a result of this event.